Event description:
General report received from an international affiliate of an unspecified number of undocumented instances of blood loss. The report reads: "over the past 2 weeks, at leaks once a day the customer has been experiencing blood leakage from the hub of the butterfly tubing. In all the instances the following occurs: the technicians insert the butterfly to the pt's peripheral vein, remove the cap from the hub, manually inject the contrast of omni pague 300, and then put the cap back on the hub. After the contrast is injected they begin the procedure. After the procedure they observe that there is blood back up in the catheter tubing and out of the hub cap. This creates a blood spill on the pt and the equipment. The incidents have led to frequent, sometimes extensive cleaning after each procedure. No interruption of treatment, no consequences to the pts or the CT scan technicians other than the frustration of having to clean the pt and the surrounding area." The customer also reported resistance when manually injecting the contrast into the peripheral vein and when removing the cap. Though requested no add'l info was provided.